Manufacturer narrative:
(B) (4). (B) (4): the testing and investigation indicated the complaint for inaccurate delivery was confirmed. Probable cause was determined to be that the transducer was assembled incorrectly. Abbott's internal procedures and standard manufacturing processes check for proper operation of the piston transducer before the pump is released for distribution. The following factor could have caused or otherwise contributed; pump disassembled and reassembled incorrectly after final distribution. (B) (4)

Event description:
The device evaluation identified a reportable malfunction, under-delivery, related to the original complaint (inaccurate delivery), which was not a reportable event.